Event description:
(B)(6) with (B)(6) hospital called in for evaluation of a device due to pt being hospitalized, however, it had been discarded in the emergency room. She did not have any information about location of the infusion site or what brand of insulin was used. She reported that the pt observed that the cannula was kinked when the device was removed. She was able to report some blood glucose history, but the pt is using a back up blood glucose meter in addition to the omnipod system. On (B)(6) 2012 at 8:46 pm, the pt's bg measured 393 mg/dl and she took a 5.8 unit insulin bolus. On (B)(6) 2012 at 12:23 pm, her bg read "high" (>500 mg/dl) and another 8 units were given, but her bg remained "high" at 2:51 pm. The pt called her healthcare practitioner who instructed her to remove the device and take 6 units by manual injection. When she arrived at the emergency, what her bg was on arrival and what treatment she received were not reported.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the kinked cannula or to determine if it, or some other product condition, could have contributed to the pt's hospitalization. No product lot number was reported, therefore, no quantification record review could be performed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," " if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose)," and "if you get a "high check for ketones!" Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." If advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."